Manufacturer narrative:
Based on the claim against the product by the customer noting a loose wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed to have dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed an electrical continuity test (doesn¿t apply for back end). Additional observations not reported by site include: the instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. The internal wires were not exposed. Electrical continuity was performed and passed. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage near the distal clevis. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a loose wire that came out when opened. The device was not used on the patient. A backup instrument of the same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the distributor could not confirm if thermal damage was observed (e.g., the instrument or accessory appeared melted or burned). No arcing was observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure. No photos/videos were available for review.

Event description:
Refer to h10/h11 for follow-up information.